Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient was reported to have experienced peritonitis. The patient was positive for coagulase and positive for staphylococcus. The patient was treated with vancomycin. A reculture showed no growth. The source of infection was reported to be touch contamination, which was due to the stay safe organizer breaking and the lines falling. The patient recovered. The patient received new cycler and is completing treatment without issues.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation. There is no documentation in the complaint file supporting an association between the liberty cycler and the event of peritonitis. However, it is quit plausible that the patient contracted the peritonitis when the patients¿ line fell to the floor and came in contact with the patients¿ clothing. As of (B)(6) 2017 the patient has received a new cycler and is completing ccpd treatment without issues.

Event description:
A peritoneal dialysis patient was reported to have experienced peritonitis. The patient was positive for coagulase and positive for staphylococcus. The patient was treated with vancomycin. A reculture showed no growth. The source of infection was reported to be touch contamination, which was due to the stay safe organizer breaking and the lines falling. The patient recovered. The patient received new cycler and is completing treatment without issues.